Event description:
Baxter (B)(4) received a report that an infusor had a separated coil cap before use. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the root cause of the separated coil cap was determined to be a manufacturing defect. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. Device evaluation: one sample was received. Visual inspection of the sample confirmed the coiled cap separated from the cover. No additional observation was noted from the sample. No repair was performed as this is a single use device and it will be discarded.